Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: (B)(6) 2009, dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, dob), a4, a6, b5, b7, d4, g4, h4, h6 (clinical and medical device problem codes). H6 clinical code: - fatigue (e2312) is used to capture weakness and fatigue. - unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d2b, h6 (impact code).

Event description:
Pfs alleges pain in femur, weak, fatigue, walking difficulty, stiff bone, limited adl, excessive toxic levels of metal ions in the blood, metallosis in the right hip and tissue. After review of the medical records the patient was revised to address metallosis post mom tha, pain, elevated metal ions, fluid collection on MRI. Operative note reported some blood tinged fluid, metallosis, osteolysis, minimal bone loss. Operative notes (B)(6) 2019 indicate the patient received a revision of the right total hip due to increasing metal ion levels, pain, and MRI result of fluid collection. Upon entering the joint, slight osteolysis, metallosis and trunnionosis was noted, the joint was debrided. Head, liner, and cup revised. Procedure was completed without indication of complication by the surgeon. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation reported that the revised product was a depuy asr hip system. Litigation also alleges that the patient has experienced severe pain, weakness, difficulty walking. Fluid retention, anxiety, fear, mental anguish, emotional damages, and elevated blood level of chromium and cobalt. Doi: (B)(6) 2009 and dor: (B)(6) 2019 right hip.